Event description:
During the product evaluation at baxter, it was discovered that failure code 550:320:844:0000 occurred on a colleague infusion pump on power-up. There was no adverse event, patient injury or medical intervention associated with this report. There was a failure to audibly alarm. There is no further complaint information available. The user interface module master version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was disconnected main speaker harness. The speaker harness has been reconnected. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.